Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to a follow up experiencing fatigue. The right ventricular lead exhibited loss of capture and a drop in sensing. A fluoroscopy revealed that the lead dislodged. The leadwas explanted and replaced.